Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm thoracic aortic aneurysm approx three weeks ago. Vessel morphology was reported as the thoracic aorta was tortuous, the proximal thoracic aorta measures 37 mm in diameter and it was 26 mm in length. It was reported that a 1 mm gap between the tapered tip and the graft cover of the delivery system was noticed during device prep. The physician attempted to close the gap and pushed the external slider but was unable to close the gap. The physician then attempted to push the back end wheel forward but the gap did not close. The physician decided to use the device and deployed the stent graft without complication. No gap was noted after the delivery system was removed from the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: lack of information (unknown cause of gap). Conclusion: 68 other ¿ lack of information (unknown cause of gap).